Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "medium-term outcomes of the s-rom modular femoral stem in revision hip replacement" written by jesus moreta, iker uriarte, xabier foruria, ane lorono, urko agirre, inaki jauregui, and jose luis martinez-de los mozos published by european journal of orthopaedic surgery and traumatology published online 25 april 2018 was reviewed. The article's purpose was to assess the medium term clinical and radiological outcomes of the srom stem utilized in revision surgery and compare the results with others found in literature. Data was compiled from 62 patients receiving revision surgery between january 2007 and january 2015. The article clarifies the srom stem replaced non-depuy stems and that the acetabulum side was revised in only certain cases indicating that depuy products were utilized in conjunction with non-depuy products. Therefore, this complaint will only capture the srom stem for adverse events. Figures 1-3, 6, and 7 provide radiographic images of various nature. Depuy product: srom stem. Adverse event: reports of residual pain associated with stem diameter (no interventions provided). Radiographic detection of stress shielding, osteolysis, and cortical hypertrophy (no interventions provided). Radiographic detection of pedestal sign at end of stem (no interventions provided). Deep infection (treated by debridement and irrigation; suppressive antibiotic therapy; two-stage revision with successful outcome). Dislocation (treated by closed reduction- head and liner not identified or discussed - not associated with stem). Intraoperative fracture (treated by cerclage wiring). Femoral nerve neuropathy (treated by conservative treatment and partial recovery with slight degree of motor deficit at last follow up).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The attached x-ray images confirmed the reported bone fracture that occurred mid shaft of the stem. The root cause of the fracture is unknown. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.